Event description:
It was reported that ¿when the doctor tried to use the straight-shot m4 handpiece for ess (endoscopic sinus surgery), the motor started to make a squealing sound and did not work. After several attempts, the device started to generate heat until it became too hot to hold. The operation was continued using a back-up device, and completed with no adverse effect, although it was extended for 30 minutes.¿

Manufacturer narrative:
(B)(4): product evaluation: the device was received at the repair depot. Pre-repair temperature tests were performed. After running the device for 1 minute, the temperature results are as follows: gear-32.1 c (89.78 f), motor-30.4 c (86.72 f), and, bearing-28.1 c (82.58 f). Service and repair confirmed that the connector cable was physically damaged, but could not confirm the overheating. The device was disassembled and cleaned and parts were replaced. The device was tested and passed manufacturing specifications. (B)(4)

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; device not returned for evaluation. Fdm: method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.